Event description:
Pt's mom stating that the cadd extension sets are leaking - provided lot numbers 3983996 and 3983998. No other information provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved? Ongoing? Unknown, have not heard anything in addition from the pt. Reported to (B)(6) by pt/caregiver.